Event description:
The manufacturer received information alleging there was measurement error of more than 10% between the actual measured value and monitor value displayed. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Upon measuring ventilation, it was confirmed that the value was displayed low comparing with the actual measured value. The device was tested, and the device failed the flow verification test step during testing. The device's sensor board was replaced to address the issue. Additionally, during evaluation, the error log was checked and an error code related to the charging of the detachable battery was found. Err_not_charging_det_li_ion indicates that the device has been connected to ac power, the detachable battery requires charging but the capacity is not increasing. This is a failure, however, the device will continue to pull from ac power even if the detachable battery has completely discharged. This alone does not impact therapy. The device's power management board was replaced to address the issue. This error code is not related to the reportable test failure issue.